Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector, circuit board unit and scope connection cover unit was dirty. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage in scope connector the connection error occurred, scope connector, circuit board unit and scope connection cover unit was dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope displayed a connection error when connected to the processor. The issue occurred during inspection prior to use. There were no reports of patient involvement or patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.